Manufacturer narrative:
The device was returned for evaluation. When performing visual inspection, it was noticed that the ¿material¿ was not loose (did not move). The package was opened for closer examination and it was found that it was tyvek material that was transferred to the inner tray during the sealing process. The DHR review did not reveal any anomaly during the packaging process that could be related to the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the packaging shop orders and related procedures. The complaint was confirmed. The root cause was related to the manufacturing process and an awareness training was provided to applicable personnel. Device identifier: (B)(4). Product identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the c3601 cusa excel 36khz tubing set was rejected during incoming inspection due to materials that seem to be cut off from the white band on (B)(6) 2018. There was no patient involvement. Additional information has been requested.